Event description:
The patient reported that the adhesive is not sticking and the v-go fell off of patient abdomen at 1pm today. The patient confirmed that he uses an alcohol swab prior to applying the v-go and it was initially applied on at 9:30pm on 12/13.